Manufacturer narrative:
Sample was not returned for evaluation. DHR - could not be reviewed since the serial number was not provided. The sku has a device identifier # (B)(4). Since the lot number (j0218h) was available, the DHR for the lot was reviewed and the manufacturing and expiration date for the final kit are (B)(6) 2018 and (B)(6) 2020 respectively. Failure analysis could not be performed and root cause could not be determined since the sample was not returned.

Event description:
A nurse reported the monitor was showing a negative pressure. The product was used as evd catheter along with icp express monitor. At first the readings on the monitor and on evd were identical. Patient was sent to CT, the icp monitor was disconnected. After reconnection the codman icp value began reading 6-10 lower than the evd. Patient had also had a seizure in that time frame. For troubleshooting, a different icp express monitor was connected. The recognition of the reference number was normal. No patient harm reported. Additional information: duet external drainage system was used. Zeroing of the microsensor was done properly.